Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the popliteal artery. A 2.1mm jetstream xc was selected for use. During mid procedure, the aspiration clogged on the device. An attempt to re-prime the device was made. Another 2.1 jetstream was used to complete the procedure. There were no patient complications.